Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's battery was not lasting for more than two days. Customer's blood glucose was 85 mg/dl. Troubleshooting found the customer's battery did not last for more than one week. Customer also stated a replacement battery cap did not resolve the issue. There was also no visible damage to the customer's battery compartment. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had normal operating currents no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.